Manufacturer narrative:
One medfusion pump was received with no external damage. The event history log was reviewed and there was a primary audible alarm background test. Power up and an occlusion test were performed. The reported issue was unable to be duplicated. The cause of the issue was unable to be determined since no damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had an acu watchdog failure. There was no reported adverse event.